Event description:
Received info regarding impedance readings of >3600 ohms on electrodes 3, 4 and 7. All other impedances in the range of 800-1500. Pt also experiencing shocking or jolting sensations. She turned off stimulation to recharge and when she went to turn stimulation back on she felt this jolting/shocking at the ins site which spread to the left side. With stimulation off no jolting/shocking is experienced. Pt was able to isolate the sensation to the left quad lead number 4-7 by decreasing the amplitude which resulted in no shock. Changing position doesn't reproduce any symptoms. Also reports charging more than expected. Before shocking started, she was recharging every two weeks and it took her two hours to recharge fully. After this incident, she had to recharge and it took her four hours to fully recharge. Additional info has been requested and if received, a follow up report will be filed.

Manufacturer narrative:
(B) (4).